Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the patient controller after the patient had shoulder surgery. Troubleshooting was attempted to no avail. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. High impedances were measured following the procedure but the patient had effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.